Event description:
During device replacement, there were difficulties disconnecting the lead from the device. The device was explanted and replaced successfully and there were no patient consequences.

Manufacturer narrative:
The reported event of connector could not be loosened could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.